Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 250 mg/dl for about one hour after changing infusion supplies and announcing a meal, with no observed site issues and subsequent stabilization of sensor trend arrows. Symptoms included elevated blood glucose without associated clinical effects. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no hospitalization, and the issue resolved after a subsequent supply change. Investigation included troubleshooting and user education regarding potential infusion set issues and recommendation to consult a clinician for dosing settings. Investigation of this case revealed that the cause of the hyperglycemia remained unclear. It was concluded that no device malfunction could be confirmed and that the event was non-serious with resolution following routine use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.